Event description:
It was reported that a malfunction alarm occurred. Despite the malfunction, there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer managed to reset the pump using steps found online, preventing the malfunction code from recurring. Technical support advised the customer to continue using the pump and to call back if any issues reoccurred, and the customer acknowledged this guidance.